Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a 26 mm evolut pro+ system, two deployment attempts were made, but each time the valve dislodged of the annulus at the point of no recapture. On the third attempt, the implanting physician performed additional measurements of the valve and determined that the valve was not deploying sufficiently to achieve proper radial contact with the annulus. It was also noted that the patient's annulus presented only minor calcifications. The valve was not implanted, and the system was withdrawn from the patient's body. A 29 mm evolut pro+ system was used to complete the implant procedure.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26, serial/lot#: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. A fluoroscopic valve load inspection was performed and confirmed a good load per image. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 2 millimeters (mm) and 0 mm at the left coronary cusp (lcc) in the lao view. Per medtronic best practices, the target depth of implantation is 3 mm. Recapture is recommended if depth 1 mm or >5 mm. In this case, a recapture was warranted. There was evidence that a new valve was loaded, and the fluoroscopic valve load inspection confirmed a good load per image. The new valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth at the ncc was approximately 3 mm and 3 mm at the lcc in the lao view. The valve was released and despite the larger size valve, there was evidence of adequate coronary flow noted on the final angiogram. It was reported that the first valve attempted was a 26 mm evolut and a decision was made to replace it with a 29 mm evolut based on additional measurements that were not provided. Furthermore, the patient¿s executive summary was not provided for anatomical review thus this review was inconclusive as it relates to valve sizing. Product analysis: the delivery catheter system (dcs) was returned and analysis of the product itself is still pending. Updated data: d9 (dcs returned valve still pending return), h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h11 conclusion: a design assessment of the valve was performed for this event. According to the design assessment, outer diameter (od) loss is expected following deployment. According to the evolut pro+ design input requirements, ¿the implant system shall maintain the nominal od with =6% od loss following 1 load, tracking, 2 partial deployments, 2 recaptures, and full deployment.¿ the intent of the 29mm inspection fixture is for use as a production control for the implant in its ¿pre-crimped¿ state. As noted in the event, ¿the operator attempted multiple times to implant¿ and noted multiple attempted implant positions, indicating several recaptures of the valve. Based on the information provided, it is unclear how many partial deployments/recaptures the valve experienced, thus, additional recaptures could cause additional od loss combined with what is already expected. It is also unclear how long the valve was held crimped in the delivery system, which could also contribute to od loss of the implant frame. Moreover, the valve was returned loaded in the delivery system, resulting in the valve being crimped for an extended duration. Other factors could also contribute to od loss such as valve handling at any point during the procedure. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned and loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in its original jar fully submerged in a clear solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was returned with delamination over the nitinol reinforcing frame along the capsule; however, the description of the event does not indicate that the damage occurred during the reported issue. The delamination may be a result of a bending force potentially during loading or after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear; however, the description of the event does not indicate that the damage occurred during the reported issue. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. It was noted that two deployment attempts were made, but each time the valve dislodged of the annulus at the point of no recapture. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The provided images did not capture the dislodgment events, although it was noted that a decision was made to replace the 26mm with a 29mm valve based on additional measurements that were not provided. Adequate sizing of the patient annulus is dependent on procedural factors (imaging, etc.), anatomical variation, and technical factors. The device IFU provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. In this event, it was reported the physician determined that the size 26mm valve was undersized for the patient, so the valve was withdrawn and a larger sized 29mm valve was implanted. In this case, the valve was sized incorrectly. Based on the returned product analysis assessment, after the valve was submerged in body-temp saline, the frame expanded but didn¿t expand to full dilation. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre implant balloon dilatation was performed.